Event description:
Pt had cor-zero on 7/27/94. The EKG cable to the defibrilator was noted not to be working, therefore unable to view pt's rhythm. This unit does have the capacity to view rhythm with the paddles. Pt did expire, but not viewed as a result of the above described malfunction.